Event description:
This case was initially received via regulatory authority (B)(6) on 24-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("abnormal bleeding during menstruations") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("abnormal fatigue"), musculoskeletal pain ("muscle and joint pain"), visual impairment ("her vision changed"), disturbance in attention ("difficulty concentrating"), memory impairment ("memory problems"), weight increased ("weight gain"), alopecia ("hair loss") and loss of personal independence in daily activities ("difficulty doing daily tasks"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, fatigue, musculoskeletal pain, visual impairment, disturbance in attention, memory impairment, weight increased, alopecia and loss of personal independence in daily activities outcome was unknown. The reporter provided no causality assessment for alopecia, disturbance in attention, fatigue, loss of personal independence in daily activities, memory impairment, menorrhagia, musculoskeletal pain, visual impairment and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: result was not provided; on an unknown date: result was not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 28-nov-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 547 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.